Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the device ran rough and was noisy. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc connector was misaligned. The motor was found to be bad causing the unit to rotate at top speed only. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.